Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about 2 hours ago, they started getting these vibrating and zapping sensations. The patient's mdt representative confirmed the implanted neurostimulator was off via the icon, but the zapping and vibrating persist. Pt also noted that the mdt representative turned the stim down to 0.0v with her. Patient service specialist asked if anything prompted this, and the patient stated it was a normal day and she was just sitting in a chair; however, the pt did note that the last 24 hours she had some hip pain, but it went away (agent electing to use this as the event date). The patient thought maybe she slept wrong. The patient was sitting there, and it just started this awful sensation. The patient did not have any falls or trauma, nor did she recall being near any strong magnets, etc. The agent walked pt through connecting to ins via icon, and pt confirmed ins was off at 0.0 volts. The patient was redirected to their healthcare provider to further address the issue. The caller notes the ins low battery message is on the controller, and she is scheduled for a replacement in january. Pt to follow up with morgan to see if they can evaluate further. Pt is set to go on a cruise tomorrow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.